Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result on a direct tested on a nasopharyngeal swab eluted in copan viral transport medium. Both of the rt-pcr confirmation testing(roche z480) and the second ID now covid-19 generated negative results. Per the customer the patient was not symptomatic and testing was due to patient being an immigrant just ending a 14-day quarantine. Additional information is not available at this time.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1009987 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1009987, test base part number 190-430 / lot: 1009987. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009987 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.